Event description:
It was reported that a proultra tip #5 separated in a pt's tooth. Outcome of the event is not known as of this report.

Manufacturer narrative:
Though there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by a dr). Therefore, this event is reportable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approximately 21mm from the bend. Also, a DHR review was conducted with no abnormalities noted. Further info pertaining to outcome of this event will be reported if it becomes available.